Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their device "moved" yesterday. The company rep had turned the stimulation off for the surgery and also "changed a setting". Subsequently, when the stimulation was on, she did not have therapeutic effect. It was noted that the stimulation was on but had reached the upper limit of 3.0 volts set on program a. She also had anterior stimulation in the torso. She was re-directed to her healthcare professional. Further info was requested.